Event description:
A 3.0mm diameter x 15mm length endeavor rx drug eluting stent was deployed to the target lesion of lad#7 proximal in an ami patient with history of hypertension and omi. It is reported that 2 hours post implant, the patient complained of chest pain. Change of the ECG waveform was observed and angiography confirmed that the relevant en30015jx was obstructed between the distal portion and the middle of the stent. Medication was administered to the patient and poba was performed to the obstructed area. Then a 3.5 mm diameter x 12mm length endeavor rx drug eluting stent was deployed with stent-in-stent for slightly remained stenosis at lad#6. The physician confided that the lesion was not pre-dilated and in addition, anti-platelet therapy was not loaded into the patient prior to the procedure. The patient is reported to be in remission and no other sequelae are reported.

Manufacturer narrative:
Evaluation codes, results: stent thrombosis. Anti-platelet therapy not loaded into the patient prior to the procedure. (Secondary intervention; a 3.5 mm diameter x 12mm length endeavor rx drug eluting stent was deployed with stent-in-stent for slightly remained stenosis at lad #6).